Event description:
The manufacturer representative reported a patient had their pump implanted and was discharged to home, went to sleep, and never woke up. The manufacturer representative was notified the next day that the patient had expired. There is an autopsy pending. Cause of death is unk at the time of this report. Additional information is being requested. The hcp is unable to obtain the pump. The pump is currently being held by the medical examiner's office.